Event description:
It was reported that a user of the ilet bionic pancreas, paired with a dexcom g7, experienced hypoglycemia associated with missed meals, including planned midnight snacking before surgery to prevent lows, and a documented low discussed from a recent incident. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Troubleshooting and education were completed with the user regarding meal timing and hypoglycemia management. Investigation included review of device data and user reports. Investigation of this case revealed no device malfunction and suggested user-related factors, specifically missed meals, as contributory to the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.